Event description:
On (B)(6) 2025, the user reported a brief low blood glucose (bg) event of 53 mg/dl lasting about 10 minutes, which coincided with a "sensor error" alert on freestyle libre 3 plus continuous glucose monitoring (cgm). The user treated the low with three glucose tablets, and bg rose to 140 mg/dl within 10 minutes. The agent advised monitoring for recurring sensor errors and contacting abbott if the issue persisted. The lowest blood glucose (bg) recorded was 53 mg/dl. Bg was corrected with glucose tablets. No acute symptoms were reported, and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.